Event description:
It was reported that during the implant procedure the device experienced power on reset parameters and had exceeded usable shelf life date. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the device was received unopened, still sealed in the package. No anomalies were found.